Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 420 mg/dl at the time of incident. The customer¿s current blood glucose level is 213 mg/dl. The customer also reported that the infusion set tubing was detached and had air bubbles. The customer was reported that the size of air bubble was half size of jelly bean. The customer was also reported that the infusion set gad leak at the tubing. The insulin pump will not be returned for analysis.